Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump exhibited flow control not working. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Device was returned to olympus regional repair center for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: control pcb has failed. Based on the results of the investigation, a most probable root cause of the problem of flow control was defective control pcb (printed circuit board) which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing.